Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 15, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 4114, 213, 19). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 4114 - device not returned. Results code: 213 - no device problem found. Conclusions code: 19 - cause traced to user. The actual sample was not returned for evaluation. The device history record of the indicated device and a representative retention sample were evaluated and confirmed to have no manufacturing issues with the indicated product/lot number combination. The user made the connection incorrectly and was not in front of the device when the start-up checks were completed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the o2 tubing was attached to the oxy gas outlet mistakenly. This issue initially occurred during setup/pre-bypass but was not noticed until cross clamp was applied and bypass initiated. The patient was temporarily off bypass to connect the gas line to the ¿gas-in¿ port then re-initiate bypass. No known impact or consequences to patient. There was a 5 minute delay. Product was not changed out. Procedure was completed successfully.